Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.